Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to duplicate the reported phenomenon of ¿no image.¿ the device passed the leak test and functional tests. The exact cause of the user¿s experience cannot be determined at this time. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Event description:
The user facility reported that during preparation for use there was no image displayed. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.